Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. No exact implant date was given but it was reported the stent was implanted in 2018. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-04603 and 3005099803-2020-04604 for the associated device information. It was reported to boston scientific corporation on september 28, 2020 that a wallflex partially covered stent was implanted (subject of MFR. Report # 3005099803-2020-04603) to treat a biliary obstruction in 2017. According to the complainant, post stent placement, the partially covered wallflex stent had migrated. Subsequently, a wallflex fully covered stent (the subject of this report) had been implanted in 2018 to remove the migrated partially covered wallflex stent. However, the procedure to remove the stents were not performed. On (B)(6) 2020,the patient presented with a high bilirubin on a blood test thus, x-ray was performed and confirmed that both stents had migrated and were occluded causing biliary obstruction. Attempts to remove the migrated stents were done with spysnare/spybite but were unsuccessful as the procedure had to be stopped because there was no visualization using the spysnare/spybite. On (B)(6) 2020, a boston scientific advanix stent was implanted in situ to treat the occluded biliary tract and obstruction due to the migrated stents. Reportedly, the patient is scheduled for removal of the migrated stents on a later date. Reportedly, the patient's cbd is abnormally dilated, which is why it is believed the stents migrated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be safe. Note: according to the complainant, the wallflex biliary fully covered stent had been implanted for over 12 months. However, the wallflex biliary rx fully covered stent system rmv directions for use (dfu) indicated that the removal of the stent from benign stricture is up to 12 months. The safety and effectiveness of the stent for benign stricture treatment has not been established for indwell periods exceeding 12 months.